Event description:
Affected channels have been observed during in situ testing. At a visit on the 18th february the user reported an off-sensation of head feeling soft and dizziness when wearing the device. However, on the (B)(6) 2020 the user reported that the hearing was improving and the soft feeling and dizziness had gone. However, loud voices were uncomfortable when near the implanted side. The user was re-implanted on the (B)(6) 2020.